Event description:
It is reported that during revision surgery in 2007, the impactor tip broke off in the spacer during insertion. Tip was left in the spacer and could not be retrieved.

Manufacturer narrative:
Evaluation summary: as returned, the impactor exhibits fracture at the base of the post. The device has a potential field of age of approx. Nine months. The post may have fractured due to a high impaction force. The exact cause cannot be determined with certainty. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis shows micromechanism of fracture was observed to be cleavage and the fracture appeared to have occurred by repeated impact loading. Energy dispersive spectroscopy analysis of the component material showed fe, cr, ni, ti and cu elemental peaks typical of a 455 sst or its commercial equivalent.